Manufacturer narrative:
Balt USA reference: #: (B)(4). Additional unique device identifier (UDI) number(s): (B)(4). The discrepancy was identified in accordance with note 3 on drawing 300060, the associated inspection procedure (ip0008) does not include a specific instruction for inspecting the inner lumen as required by the drawing. As a result, a containment investigation was initiated to assess potential product impact and address the gap between the drawing requirements and the current inspection procedure. Mega ballast lot: f250100517 from january, 2 lots from june, f250600839 and f250600840, and 2 lots from july, f250700134 and f250700286, were reinspected for this defect. The results of the reinspection are as follows: f250100517: 2 rejects out of 29 units. F250600839: 1 reject out of 19 units. F250600840: 1 reject out of 10 units. F250700134: 2 rejects out of 13 units. F250700286: 2 rejects out of 16 units. Ftir analysis on 2 rejects (from f250100517) was conducted and it was confirmed that the residue material inside the distal inner lumen was coating material. Additionally, 3 rejects from f250800549 (from ncmr 1864) were flushed with saline per IFU-087 rev a, and coating residues were still detectable inside the distal inner lumen. The primary cause of the distal inner lumen discrepancy was a process deficiency that led to non-adhering coating material inside the inner lumen surface. Specifically, the coating process did not adequately ensure adhesion within the distal region, resulting in lifted coating. While the final inspection procedures (ip0008 and mp-0340) lacked defined criteria to detect this defect, the absence of inspection was a contributing factor - not the root cause. The true root cause lies in the inadequate process controls and lack of robust parameters to prevent coating lift-off during manufacturing. To date, there have been no reports of any patient harm or customer complaints associated with this device defect. To prevent any patient safety or product related issues regarding the non-adhering coating material, balt USA has decided to voluntarily recall the affected mega ballast lots which might have this same defect. Further investigation, root cause, and corrective actions are to be performed under CAPA: p-1074.

Event description:
On august 19, 2025, ncmr 1864 was issued for three of five megabt09190/ f250800549 units failing qc final inspection due to the exterior coating material lifting. Further assessment found this coating also went inside of the ID and protruded from the inner surface of the catheter, which is not intended as part of the process. Containment investigation was then performed which included reinspection of five different mega ballast lots manufactured between jan'25 - jul'25. Of the 87 units reinspected, 8 units were found with the same coating issue (B)(4) failure rate). Ftir analysis on two of these rejects confirmed the residual material inside the distal inner lumen was coating material. Hhe-033 was then initiated on august 26, 2025 to further evaluate the health hazards poised by this issue.